Event description:
Caller indicated the glucocard 01 meter was giving variable readings. Patient took readings at 6:32 am on (B)(6) 2010 and result was 396, took reading at 6:34 am and resulted in 108. Patient took readings at 12:36 pm with a result of 121 and again at 12:37pm with a result of 161. Controls not used. Possible improper storage - system stored in kitchen at times.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.